Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, loss of capture in all pacing configurations was noted on the left ventricular (lv) lead. X-ray imaging was conducted which revealed lv lead dislodgement. The lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.